Event description:
The hospital reported that during a coronary artery bypass procedure, the vasoview 6 bisector was not retracting well. The harvester felt that it was very tight but used it anyway. During the procedure, the harvester saw that the bisector sparked. He took the unit out of the leg and saw that the black plastic coating on the bisector was melting from the activations. A replacement unit was used to complete the procedure. The hospital did not report any pt effects. The product is not returning. The pa that was harvesting stated that the generator settings were 25. He stated that he's been using this product for a while and never experienced any issues.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical eval can not be performed. We will, however, continue to monitor and trend this type of event to ensure that there is no compromise to quality. A lot history record review was completed for the reported product lot number. There were no non conformance issue(s) with this production lot. Items marked "ni" are unk to us at this time. Internal file number - (B)(4).